Event description:
It was reported that an ilet device experienced a broken, nonfunctional screen, with the device able to power on but the display not usable; the device will be replaced and the user was advised on shutdown, return, data syncing to the mobile app, and that data will not transfer to the replacement. Symptoms included user difficulty operating the device due to the damaged display without injury. Outcomes included temporary interruption to intended use and the need for a replacement device. Investigation included collection of event details and logistical review for replacement and return. Investigation of this case revealed physical damage to the screen consistent with impact as the likely cause. It was concluded that the device screen failed due to damage, resulting in loss of display function, with no reported clinical harm.